Event description:
The report received from the e-select registry indicates that a coronary artery dissection occurred during the index procedure following predilatation. Three cypher select plus stents were implanted to treat the dissection. Four days later a coronary angiogram was performed. The target vessel required revascularization with plain old balloon angioplasty. There was no evidence of myocardial infarction. However there was an image of coronary artery dissection at the first stent implanted to treat the dissection. This event was reported as unrelated to the cordis devices and the index procedure.

Manufacturer narrative:
This patient was randomized to the registry for one-vessel disease. A staged procedure was not planned. The indication for the index procedure was an acute inferior myocardial infarction >24th and <72th pre procedure. Highest killip class from hospital admission to percutaneous intervention was ii. The target lesion was at the proximal right coronary artery. The lesion was a denovo lesion and total occlusion. Lesion classification was type c. Predilatation was performed using a 3.0 x 15mm balloon at 8 atms. Following predilatation a coronary artery dissection occurred requiring implantation of three cypher select plus stents. The first stent was a deployed at 14 atms. The stent was under expanded and post dilatation was performed using a 3.2 x 23mm at 12 atm. A second cypher select plus stent was deployed overlapping the first at 20 atms with suboptimal results. This stent was also post dilated due to stent under expansion using a 3.2 x 23 mm balloon at 11 atms. A third stent cypher select stent was deployed at 12 atms overlapping the second stent and with suboptimal results. Post dilation was performed due to stent under expansion using a 3.5x23mm balloon at 8 atms. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days upon receipt.